Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up, after feeling the patient notifier. The device was found to be in backup vvi. A device code download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.